Event description:
Tech reported that he found this bed out of service in a hallway, and there were reported injuries. Tsr found no bed functions on the bed. Replaced right side ucm and the problem was resolved.